Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that adjustment of the thresholding and fill holes option of the application software allowed the suspect exam to produce a higher quality 3d model. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect patient archive was shipped to medtronic for evaluation. The investigation found that all image acquisitions used in the procedure were darkening the anatomy anteriorly and it was reported by a medtronic representative that the site was experiencing issues with the magnetic resonance imaging (mr) equipment and the site confirmed that they were working with the manufacturer, ge, to repair the unit. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial resection, the quality of the 3d model for the patient when in the registration portion of the application software. The representative reported that following initial registration, the surgeon felt precise enough to continue the procedure. Later on in the procedure, the surgeon observed a 10 millimeter inferior imprecision and opted to complete the procedure with ultrasound. There was a reported delay to the procedure of greater than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.